Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance due to lead fracture. Noise resulting in pacing inhibition was also noted. When the patient rolled over onto the left side, asystole occurred even though pacing spikes were observed. The lead was capped and replaced on (B)(6) 2015. The patient was in stable condition post procedure.